Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f23j0054. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging box. Returned with the sample was the supplied semi-finished insertion kit. The returned semi-finished insertion kit was noted fully sealed and unused. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc distal tip was noted within the bladder area. Upon further inspection of the bladder tip, it was noted the distal end of the bladder was no longer attached to the iabc distal tip. Upon inspection, the iabc distal tip was still fully intact with the central lumen and there was a lamination mark on the tip. The iabc outer lumen was noted damaged approximately from 46.3cm to 53cm from the iabc luer end. Spots of dried blood were noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane which was consistent with the bladder tip not attached to the iabc distal tip. The iabc was leak tested again, with the distal tip of the bladder clamped off. Multiple leaks were detected from the iabc outer lumen within the area of previously noted damaged outer lumen. Upon further inspection, a total of 3 different leak sites from the outer lumen are consistent with the previously confirmed damaged outer lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab insertion difficulty is confirmed. During the investigation, the bladder tip was not attached to the intra-aortic balloon catheter (iabc) distal tip. The cause of how the bladder became separated from the distal tip could not be confidently determined. Furthermore, the iabc outer lumen was damaged, resulting in multiple helium leaks. It could not be confidently determined which damage occurred first, but either damage can result in difficulty advancing the iabc into the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not attached to the distal tip and the damaged outer lumen. The root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue related to the bladder detached from the iabc distal tip. This will be monitored for any developing trends.

Event description:
It was reported " when the catheter entered roughly 30 cm through the left femoral artery puncture point, there was tremendous resistance to sending it further. The catheter was found to have come apart on dsa. By inspection, the check valve was not dislodged. We pumped the balloon gas back again and sent it forward again. At first it went well, but again there was great resistance. The catheter was found to have come apart again through dsa inspection. To protect the patient's life, the catheter was withdrawn" to continue therapy, another catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the catheter entered roughly 30 cm through the left femoral artery puncture point, there was tremendous resistance to sending it further. The catheter was found to have come apart on dsa. By inspection, the check valve was not dislodged. We pumped the balloon gas back again and sent it forward again. At first it went well, but again there was great resistance. The catheter was found to have come apart again through dsa inspection. To protect the patient's life, the catheter was withdrawn" to continue therapy, another catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".